Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician inserted the angio-seal locator/insertion sheath assembly into the artery and removed the locator and the guidewire. Then, the physician attempted to insert the device into the insertion sheath, felt high resistance and could not advance the device. The physician attempted for a while but the outcome was the same. The physician removed the device and insertion sheath from the patient. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. No health damage to the patient. After the procedure, the physician attempted to insert the device into the insertion sheath. The physician managed to insert the device into the insertion sheath feeling resistance. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The blood loss was less than 2500 cc's. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the device evaluated by MFR and to provide the completed investigation results. One 8f angio-seal vip was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. A kinked locator was returned as well. Visual inspection revealed that the arteriotomy locator was kinked at the blood inlet holes. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with color bands fully exposed. The anchor had found to be posted to the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. No other damages or anomalies were noted with the assembly of the carrier tube and the sheath except the kinked hemostasis sheath at the blood inlet holes. For functional testing, digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that extreme angulation of the sheath in-situ leaded to the reported event and precluded normal insertion of the carrier tube assembly into the sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.